Manufacturer narrative:
(B)(4). Pump received with blank display due to moisture damage on lcd board. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Event description:
The customer reported via phone that the insulin pump had moisture and it was not working. The customer¿s blood glucose level at the time of incident was 134 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.